Event description:
The care giver (cg) stated the patient's transfer set did not have a cap on it all day. The cg stated the home patient (hp) would go see the registered nurse (rn) in the morning regarding this matter. The cg had initially contacted baxter's service center regarding assistance with opening the homechoice (hc) door during setup . There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is confirmed because it was reported that there was a break in aseptic technique as the patient did not have a minicap on the transfer set throughout the day, which is a use error that can cause peritonitis or potential contamination. A label review pertaining to proper aseptic technique is addressed in product resolution summary - (B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.